Manufacturer narrative:
The technician found the side rail mounting bracket is loose. The technician tightened the side rail mounting bracket and lubricated the mechanism to resolve the issue.

Event description:
The technician alleged the side rail would not latch into place. No pt impact.